Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the physician noted very slight blanching of vagina. Physician cooled cavity with saline and applied silvadene cream. The physician felt that patient was fine to leave.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown.the suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.